Event description:
This was a spontaneous self report from a (B)(6) female pt from the united states: (B)(4). Initial information was processed with additional information received on (B)(4) 2012. The pt's height was (B)(6) and weight was (B)(6). The pt's medical history and concurrent conditions included hysterectomy and no reaction on previous exposure to product as she "always used the product for her back and shoulder pain." The pt had no known non drug allergies. The pt was treated with precise pain relieving heat patch (topical, batch (B)(4)) one patch as needed initiated on an unspecified date to (B)(6) 2012 for back and shoulder pain. Concomitant medications included premarin (estrogens conjugated) (formulation, route, dosage unspecified) one per day for two years initiated in 2010 for hormone replacement. On (B)(6) 2012, when the pt removed the patch from her shoulder, the adhesive tape pulled her skin off and made her bleed. The application site was a "greenish color" and hurt. The pt further described her shoulder as "looking really bad as if it was a second degree burn." Also, the pt had a "big scab." The pt did not treat herself nor was seen in the emergency room. The pt noted that the adhesive tape/glue was too strong (product quality issue). Treatment with precise pain relieving heat patch was withdrawn. The pt had not recovered from the events. This report was serious (medically significant) and reportable (malfunction).